Event description:
IV pump was not producing sound, pump not alarming. Initial investigation shows that this issue may stem from the baxter rear case replacement (remediation project). It is possible that during this contracted work from baxter wires were not connected properly. Baxter service back replacement performed last month. IV pump shut off during infusion. IV pump had nitroglycerin running on a patient being treated for an active stemi (not part of remediation project/baxter back replacement). IV pump shut off during emergent patient transport to cath lab (not plugged in). Rn turned pump back on and reprogramed it for the medication. Pump may have alarmed prior to shutting off but rn involved was not entirely sure. Pump malfunctioned a second time in the cath lab. The pump was working when it came from ed. The md discontinued the nitro during the case, so the pump was shut off. When the rn went to start the IV fluids, the pump did not power on. A work order was created for this at facility. They are working through the equipment logistics since this is a rental pump, owned by (B)(4). Initial inspection shows the pump is charged. The charger appears to be working with no stuck pogo pins. Battery contacts are clean with no residue. Equipment passes the shake/twist test. It was verified that the pump had 2 improper shut downs 1 hr 4 mins apart. Also found a system error 102 - pic not responding. Pump is being returned to agiliti. No harm to the patient during ether event.